Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure: unk. The diagnosis and indication for the index surgical procedure? Unk. What tissue type and location of the suture placement? Unk. What tissue dehisced? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Dehisced? Unk. When did the bleeding occur? The source and triggering event of bleeding? 15 days after operation how was the suture placed (interrupted or continuous)? Unk. How was the suture tied (square knot or multiple knots one end)?unk. What was the appearance of the suture during the second procedure? Unk. Other relevant patient history/concomitant medications: unk. What is physician¿s opinion as to the etiology of or contributing factors to this event? Maybe suture what is the patient current status? Stable.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? When did the bleeding occur? The source and triggering event of bleeding? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? An unopened sample of product code j345, lot # mb2660 was returned for analysis. The issue sample was not received for evaluation. The representative sample was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packet was opened and during the visual inspection the needle/suture was correctly placed on the winding former. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause cannot be determined since no defects were observed on the packet or the suture.

Event description:
It was reported that the patient underwent total hysterectomy on (B)(6) 2018 and suture was used. Fifteen days after the operation, the residual incision had a dehiscence and vaginal bleeding occurred after the patient¿s return visit. The patient underwent resuturing with a like device. Additional information has been requested.